Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.5/1.5/103 (sphere/cylinder/axis) lens tore/broke during injection/delivery into the eye. The lens was intraoperatively implanted and removed on (B)(6) 2024. On (B)(6) 2024, a replacement lens was implanted. There was no patient injury. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).